Manufacturer narrative:
The device remains implanted in the patient hence, device evaluation could not be performed. Medical records were provided. Review of the medical records indicate the patient died from complications due to ischemic bowel of unclear etiology. However, vessel embolizations or venous infraction with intermittent hypotension and low-flow state could have been a contributing factor. There were no product issues identified in the event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 8 days post-implant of a bifurcated device and a suprarenal aortic extension, the pt expired. Reportedly, the pt experienced abdominal pain 2 days post-implant and computed tomographic scan was performed and no abnormality was noticed. The pt experienced allegedly from complications due to ischemic bowel. Additional information: per the physician, pt death is not related to the endovascular abdominal aortic aneurysm devices.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.